Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2017-23109. An ICD pocket revision was performed due to skin erosion from the suture sleeve of a lead. The left ventricular lead was not fixed to the tissue of the pocket and this is the suspected cause of the skin erosion. The device was explanted and replaced to minimize the infection risk. No further intervention was done to treat the erosion. The patient is stable.